Manufacturer narrative:
Philips received a complaint on the mrx indicating that the device would not turn on. There was reportedly no patient involvement. A philips authorized service personnel (asp) checked the battery and power supply and did not find any issues. The device passed functional testing. The device was confirmed to be operating per specifications and no failure was identified. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the defibrillator does not turn on. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.